Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. Reference medwatch with patient identifier (B)(6) for the mobile system.

Event description:
Reporter states customer's mobile system is reading too high in comparison to his performa system. At approximately 2pm on wednesday (B)(6) 2013, customer tested with his mobile system and received a result of 14.6mmol/l. Customer took no action based on this result; he was tired and went to sleep. Customer woke up about 2:45 pm with the ambulance personnel at his side. Customer was found unconscious by his wife and she called an ambulance. They took his blood sugar on an unknown system with a result of 1.2 mmol/l. Within 10 minutes, the ambulance then tested on customer's performa device and got a result of 4.6 mmol/l. A test was then run within 10 minutes on customer's mobile system and a result of 9.8 mmol/l was obtained. The ambulance personnel administered an unknown amount of glucose through a canula. Customer was treated on the scene and was not admitted to hospital. The manufacturer requested return of suspect product for evaluation.